Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure the battery estimator on the implantable cardioverter defibrillator (ICD) was lower than 2.98v and the device was on voo mode while interrogating. The device was not implanted. Another device will be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.